Event description:
A power source alert 07 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl. The customer initially used the tandem charging cable and wall adaptor without success, but the pump began charging after trying a different charging cable plugged into a wall adapter. No further assistance was required.